Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316700 model: sc-2316-70 serial:(B)(6). Batch:16009951 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 15820675 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 14264760 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 14264760 UDI: (B)(4). Product family: scs-splitters upn: m365sc3400300 model: sc-3400-30 serial: (B)(6). Batch: 15813626 UDI: (B)(4). Product family: scs-splitters upn: m365sc3400300 model: sc-3400-30 serial: (B)(6). Batch: 15348987 UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. It was also noted that the spinal cord stimulator (scs) leads had migrated and had high impedances. The patient underwent a revision procedure wherein the ipg and scs leads were replaced. The explanted devices will not be returned due to facility policy.